Event description:
Info was rec'd that this left ventricular (lv) lead exhibited high impedance measurements. A fracture was suspected. The physician elected to turn off the lv lead. No adverse pt effects reported.